Event description:
(B) (6). The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified hydration solution. The male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set to deliver an unspecified concentration of cyclophosphamide. It was reported that a short time after the gravity delivery was started, the nurse noted leakage from the proximal clave y-site. It was reported that an unspecified volume of solution leaked onto the pt's clothing. The customer contact reported that initially the nurse tried to tighten the connection of the two tubing sets; however, it was reported that the leakage continued. The primary tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4), (B) (4).